Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra2 meter would not power on when a test strip is inserted. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged power issue began on an unspecified day in (B)(6) 2014. The patient informed the csr that he manages his diabetes with oral medication(s) and denied making any changes to his usual diabetes management regimen due to the meter issue. The patient reported that approximately 1 week after the power issue started he developed symptoms of feeling dizzy and blurred vision. During the follow-up call, the patient confirmed he did not test his blood glucose with any device when symptomatic. The patient denied receiving medical treatment in response to the symptoms and confirmed that the symptoms abated on their own approximately 7 to 10 days after onset. At the time of troubleshooting, the patient reported that the subject meter would power on manually (with button press); however, would not power on when a test strip was inserted. The csr noted that the patient was using the correct test strips. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.